Event description:
Oversensing with inappropriate shocks was reported. The lead and the ICD were replaced.

Manufacturer narrative:
Combination product: yes.

Event description:
Oversensing with inappropriate shocks was reported. The lead and the ICD were replaced.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Inventra 7 hf-t qp df4 is4 promri: upon receipt, the ICD was interrogated, revealing the battery status mos1. The ICD was implanted for 75 months and 35 charging cycles were recorded to the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in several shock deliveries. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional. Plexa promri s 65: the plexa was found cut 11 cm distal to the df4 connector pin. The proximal and the distal lead fragment were available for analysis. During the visual inspection multiple signs of wear could be noted along the lead fragments. In particular on the distal lead fragment the insulation was found rubbed through which can be considered the root cause of the oversensing with shock deliveries. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus, it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.